Event description:
It was reported that this event occurred during removal of the device. This event involved an (B)(6) male patient; device inserted through subclavian access. There was no delay, harm, complication, death or injury reported the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.